Manufacturer narrative:
Citation: seeger j et al. Significant differences in debris captured by the sentinel dual-filter cerebral embolic protection during transcatheter aortic valve replacement among different valve types. Jacc cardiovasc interv. 2018 sep 10;11(17):1683-1693. Doi: 10.1 016/j.jcin.2018.06.018. Epub 2018 aug 25. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an evaluation of the debris captured by the claret sentinel cerebral embolic dual-filter protection device during transfemoral transcatheter aortic valve replacement with different valve types. All data were collected from a single center between 2016 and an undisclosed end date. The study population included 100 patients (predominantly male; mean age 80 years), 35 of which were implanted with a medtronic evolut r bioprosthetic valve. No serial numbers were provided. Among all patients, adverse events included: 1 disabling stroke on day 2 in a patient treated with the evolut r valve and 1 nondisabling stroke on day 1 in a patient treated with a non-medtronic transcatheter aortic valve. Multiple manufacturers were noted in the literature; however, based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.